Manufacturer narrative:
During a contralateral approach to an unknown leg vessel the stent failed to deploy. The vessel was moderately calcified. The device was inspected and prepped according to the instructions for use. It is unknown if the locking pin was in place during advancement towards the lesion or if the locking pin removed before attempting to deploy the stent or if the sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. Also unknown if the user held the handle of the smart control sds flat and straight outside the patient as the instructions for use (IFU) instructs. One non sterile unit of smart control 8x100 mm was received coiled in a plastic bag. The stent delivery system (sds) was separated at 12.5 cm from distal end of brite tip (bt), an elongation was found at the separation. Stent was received at the correct location and locking pin was not received. Outer sheath was bent at 2.2 at inner diameter (ID) band location and kinked at 9.7 cm from ID band. The deployment process could not be performed due to the separation of the sds. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The deployment difficulty-unable, reported by the customer was not confirmed due to separated condition received in the sds. The separated condition was confirmed. The cause of the separation detected during product analysis could not be conclusively determined; controls exist in the manufacturing process to prevent this type of failures. Additionally, a kink/bent condition was found during the analysis. The cause of the kink/ bent condition could not be conclusively determined but it could be related to the coiled condition of the unit as it was received for analysis. Neither the DHR review nor the analysis suggests that the failure could be related to the manufacturing process of the product; therefore, no corrective / preventive actions will be taken at this time. The product was received by the analysis lab and noted to be separated in two at 12.5cm from distal end. However, per the account it is unknown when this event occurred. The instructions for use advises the user to "initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker". It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. There is not enough information to draw a definitive clinical conclusion between the device and the reported event; however, procedural factors may have impacted the event.

Event description:
During the procedure a smart 8x100 would not deploy. The product was received by the analysis lab and noted to be separated in two at 12.5cm from distal. There was no part of the stent prematurely deployed. The leg device came over the horn the vessel was moderately calcified. The vessel was 100mm in length and smaller than 8mm in diameter. The account used another stent without issue to complete the procedure. The patient is in stable condition. The product was stored, handled, inspected and prepped according to the instructions for use.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot was performed and the following was found. A review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.